Event description:
Baxter (B)(4) received a report that an infusor stopped infusing during patient use. The device was filled with a solution containing fluorouracil and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 100 ml of fluid in the reservoir for evaluation. The reported condition of no flow was confirmed. Microscopic examination of the flow restrictor noted micro-air bubbles inside the lumen of the glass capillary blocking the fluid pathway. The root cause of the no flow condition was determined to the presence of micro-air bubbles within the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.